Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial impedance went from 600 to < 100 ohms in 1 year. No capture, undersensing, and oversensing were also reported. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.